Manufacturer narrative:
Investigation: a semi-annual preventive maintenance (pm) was performed per manufacturing specifications. No corrections were needed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the platelet loss in the patient was due to the operator manually flushing chambers early rather than waiting for the system to initiate the flushes.

Event description:
Per the customer, the patient (donor) is in healthy condition and back to baseline.

Manufacturer narrative:
Additional information: terumo bct followed-up with the customer on october 15, 2015 regarding the platelet loss.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run datafile indicate that the operator did not wait for the system to initiate any of the chamber flushes which indicates that the chambers were likely not completely full with target cells at the time they were collected into the bag. When the chamber is only partially full of target cells, the rest of the chamber contains platelet. Therefore, flushing chambers early can lead to platelet loss because the platelets in the chamber end up in the product bag instead of going back to the patient. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they received multiple alarms during a mononuclear cell (mnc)collection procedure. Post collection, the rn noticed the platelet count dropped from 142x10^3/ul to 25x10^3/ul. No medical intervention was required for this event. Per the customer,the patient (donor) came back in for a cbc test after 4 days and the platelet count was back to baseline. The customer declined to provide patient identifier. The disposable kit is not available for return because it was discarded by the customer.